Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she tried to bolus and nothing was coming out. Customer stated that her blood glucose has not been under 600 mg/dl in the last 12 hours. Customer changed out the set twice. Customer stated that the first set did not deliver insulin. Customer stated that when she drinks this much water when her blood glucose is high, she starts vomiting. Customer gave herself injections for 40 units of novolog and stated that it was not helping. Customer's current blood glucose was over 600 mg/dl. Customer's' blood glucose at the time of the incident was over 300 mg/dl. Customer's symptoms included nausea, vomiting, and thirst. Customer stated that she took 20 units using a syringe about 40 minutes ago and another 20 units with her pump. Customer had 1 large champagne-sized air bubble along the tubing. Customer's cannula looked curved and had a little bit of blood on it. Customer declined to continue troubleshooting and was advised to do a complete set change.